Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the malfunction. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump. The customer was advised to use mdi as backup therapy and was informed about receiving a new pump with updated software. Instructions were provided for storing the current pump and steps to take upon receiving the replacement, which the customer understood and acknowledged.